Event description:
Reporter indicated that vns patient had developed an infection at the incision site under their arm. Treating neurologist indicated that the patient had "probable" suture abscess which has resolved with oral antibiotic treatment. It was reported that the patient irritated/scratched at incision site.